Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and is not field serviceable. Physio recommended that the customer permanently remove the device from service and obtain a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.